Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high and low blood glucose. The customer reported that all buttons were hard to push. The customer's blood glucose was 34 mg/dl at the time of incident. The customer stated that they had high of 369 mg/dl. The insulin pump will not be returned for analysis.